Event description:
A customer from (B)(6) notified biomérieux of misidentification results when testing with the vitek® ms instrument (ref 410895). The customer claimed that vitek ms identified their rcpa qap quality sample as trichophyton interdigitale. The expected result is trichophyton mentagrophytes. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. An internal biomérieux investigation has been initiated.

Manufacturer narrative:
A customer from hong kong reported a misidentification of a rcpa qap quality sample when testing with the vitek® ms instrument (ref 410895). An internal investigation could not be performed as the customer data was not provided after multiple requests. The instrument's raw data is required to evaluate the customer's issue. Trend analysis: there was no trend identified for the vitek ms and misidentification of trichophyton mentagrophytes. Historical analysis: the investigations of similar issues identified a system limitation for the cross-identification between trichophyton mentagrophytes and trichophyton interdigitale. This limitation has been found during internal studies as described in the user manual supplements - 161150-556 - b - en - vitek ms clinical use - v3.0 knowledge base, table called "cross-identification of displayed taxa". However, it cannot be determined if this is also the reason for this particular issue.